Event description:
It was reported that the patient presented in the emergency room in backup vvi mode after receiving multiple shocks. The device was explanted.

Manufacturer narrative:
The reported backup vvi mode was confirmed in the laboratory and was due to battery depletion. The device backup mode was caused by excessive hv charging within a short time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.